Event description:
Healthcare professional reporting "breast implant where the outer and inner plastic were stuck together". This device was implanted on the left side and remains implanted at this time.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "outer and inner plastic were stuck together".